Manufacturer narrative:
Corrected information is provided in sections d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient experienced descemet membrane detachment during surgery. The surgery was completed on the same day. Details of procedure was not reported. The current outcome of the patient was unknown. Additional details has been requested and none received till date. This is second report of five reports from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported issues. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. A separate pr was opened for the other patient reported to experience descemet membrane detachment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that the direction of an ophthalmic tip was related to the surgeon's handling techniques. After improving the technique for directing the tip within the eye the event of descemet's membrane detachment no longer occurred. The surgical settings of an ophthalmic console were adjusted to values that were appropriate for the surgeon's use. The patient postoperative vision was fine and no other health problems were reported.